Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient last had stimulation approximately 5 to 6 months ago and last successfully charged approximately 6 months ago. Field representative met with the patient and confirmed the ipg was inoperable. As a result, the ipg was replaced on (B)(6) 2019. Effective therapy was restored post-op.